Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service technician reviewed the event and confirmed the reported malfunction. The enhanced serial interface board sub assembly was replaced to resolve the reported issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no report of patient involvement.